Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a representative regarding a patient receiving intrathecal medication via an implanted pump system. A volume discrepancy was reported. The doctor stated that the pump had almost all of the drug in it, and they were expecting the pump to have less drug in the reservoir. Additional information was requested to determine what drug, drug concentration, and drug dose was delivered by the patient's pump; the drug lot number; other medications that the patient was taking at the time of the event; the patient's pertinent medical history; what troubleshooting was performed related to the volume discrepancy; what actions or interventions were taken to resolve the volume discrepancy; what caused the volume discrepancy, and what actual and expected residual volumes were observed.